Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that following implantation on (B)(6) 2021, a t-pal tan 11mm was observed on x-ray control to not be deep enough into the intervertebral space. The surgeon used the dedicated t-pal impactor, curved to push the cage forward. There was initial resistance then, suddenly, the t-pal impactor plunged down. The surgeon immediately asked for a control x-ray which showed the t-pal cage had turned 180°, with blunt nose toward the medulla canal. The surgeon opted to remove it immediately and tried at first by a counter minimal incision. Then, having not enough space to place the t-pal removal instrument, the surgeon moved back to the first side percutaneous incision and took a big kocher forceps to successfully remove the t-pal cage. No obvious co-lateral damage was observed on the patient. The surgeon made the decision to move away from any implant at this time, to close the wound of the patient, and to place them under strict post-op monitoring control; if there were no drawback, to reoperate later. There was a surgical delay of fifty-five (55) minutes. This report is for a t-pal titanium (ti) spacer. This is report 1 of 1 for (B)(4).